Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and sensitivity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. An internal panel and positive control material were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Sensitivity was also evaluated by testing two commercially available seroconversion panels, zeptometrix hcv 9041 and hcv 9045. The complaint lot detected the same bleeds as (B)(6) with comparable s/co values as historical architect anti-hcv test results provided by zeptometrix. Patient samples were available for return. The complaint lot 67192li00 was expired when the specimens were received. A different lot, 72077li00, was used to evaluate the returned samples. Results using lot 72077li00 for sid (B)(6) were (B)(6). Further supplemental testing of the four returned specimens (for three patients) showed (B)(6) results for the (B)(6) score method and negative results for the recomline hcv igg method. The interpretation is unable to categorize, due to discrepant supplemental test results. Based on all available information and abbott diagnostics evaluation, no systematic issue was found and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process.

Event description:
The customer reported multiple falsely (B)(6) results for one donor while using the architect (B)(6) reagents. The following data was provided for the donor (s/co). Sid (B)(6) initial (tested (B)(6) 2017) 0.56 ((B)(6)), repeat (tested (B)(6) 2017) 0.59, 0.60 ((B)(6)). Sid (B)(6) initial (tested (B)(6) 2017) initial 0.44 ((B)(6)), repeat (tested (B)(6) 2017) 0.46 ((B)(6)). Sid (B)(6) initial (tested (B)(6) 2017) initial 0.41 ((B)(6)). Siemens method was positive (4.0), western blot was positive, and pcr method was negative. No impact to patient or donor management was reported.

Manufacturer narrative:
Specimens sid 133714, sid 134284, sid 135349a, and sid 135649b submitted for testing and evaluated were for the same individual donor and were not for patients and were not for multiple donors.